Event description:
It was reported that the customer was treated by the paramedics due to high blood glucose levels. The blood glucose reading was 455 mg/dl when the paramedics arrived. The customer was treated with a manual injection, but the customer's blood glucose continued to elevate to 525 mg/dl. It was stated that the customer would be taken to the hospital at that point. Advised the caller to have the customer call back to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.